Event description:
This is a 36 year old patient who in 1984 had placed what she thought was saline implants later found to be polyurethane covered implants. Since 1986 whe began developing symptoms of pain and burning in both breast. At the same time she developed chronic fatigue, short term memory loss and loss of words during conversations. She has also had tingling and numbness in her fingers. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The left implant was ruptured and the right implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.